Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. It was also found that after the battery was removed for 10 minutes and reinstalled, the pump alarmed again. Customer was unable to finish troubleshooting and does not have a back up plan. No further details given.